Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiia endoleak aortic with complete component separation was confirmed. This event is most likely anatomy related due to the increased infrarenal angulation from 32° to 64° (aortic remodeling). Procedure related harms for this complaint could not be determined. The final patient status was not reported. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: g1,2: contact office/name - updated. H6: device code - remove 3190. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6.5 years post initial procedure, a total separation (type 3a endoleak) was reported to endologix. It was reported that this total separation (type 3a endoleak) was identified in 2016 (exact date was not provide) but no treatment was done due to patient health issues. An intervention is being planned but has not been scheduled. The patient was reported as non-emergent. No further information available at this time but has been requested